Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with complaints of muscle spasms in their left pectoral muscle and shortness of breath. Upon further review, it was found the right ventricular (rv) lead exhibited increased threshold measurements, low amplitude, noise and possible intermittent loss of capture on the electrogram (egm). A chest x-ray was performed and technical services (ts) was consulted. Subsequently, this patient underwent a revision procedure, and this lead was successfully repositioned. No additional adverse patient effects were reported.